Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was post-paced t-wave oversensing during the device change out. The device was set doo, during this time t-waves were being sensed. The device was removed from the system due to a normal generator change out, and no t-wave oversensing was seen on the new device. Patient was asymptomatic and stable.